Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The patient's medical history included unspecified liver disease. The lesion biopsied was 20 mm, located in the right upper lobe. The distance to the fissure was 2 mm. The pneumothorax was identified by x-ray, under fluoroscopy. The patient was asymptomatic. The patient was provided with supplemental oxygen. Per the physician, the pneumothorax was caused by the patient's underlying lung disease, and because the target nodule was in close proximity to the fissure, which made it higher risk. The physician reported that it was likely that the pneumothorax could have potentially occurred via another biopsy modality. The pneumothorax was initially small, then increased over time from small to large; therefore, a 14 french chest tube was placed to resolve the pneumothorax. A diagnosis was not obtained. The patient was already admitted, and the hospitalization was extended due to pneumothorax. The patient remains hospitalized for other reasons than the post-procedural pneumothorax. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 06-mar-2023, a system log review cannot be performed because the system logs are not available. This event is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax, and the hospitalization was extended.